Event description:
One endeavor resolute rapid exchange (rx) drug-eluting stent was implanted in the proximal lad with no issues. The next lesion targeted was the complex calcified distal circumflex (lcx) artery stenosis. There was 96% stenosis in the lesion with timi 1 flow. A 0.014" guidewire supported by a guiding catheter was successfully used to cross the stenosis. Attempts to predilate the distal lcx lesion using three different non-medtronic balloons were unsuccessful. A catheter was then used to cross the distal lcx lesion, further dilation with a 2.25x15mm sprinter legend balloon and a 2.25x15mm non-medtronic balloon resulted in a grade a dissection of the circumflex artery. The dissection was not treated. A decision was made to abort the distal lcx stenosis pci and to target the 1st obtuse marginal (om1) stenosis instead. An endeavor resolute rx drug-eluting stent was implanted in the om1 with no issues. Following angiographic confirmation of a satisfactory result, the procedure was terminated and the patient transferred to (B)(6) for post-procedural care.

Manufacturer narrative:
(B)(4). Evaluation, results: root cause unknown, device or the procedural images have not been provided for review. Coronary vessel dissection. Evaluation, conclusions: no conclusion can be drawn.